Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had been reading inaccurately high compared to a onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 1:30am on (B)(6) 2016. At this time the patient obtained a blood glucose result of ¿115mg/dl¿ on the subject meter and a blood glucose result of ¿81mg/dl¿ on the other device within 30 minutes of one another. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time before the alleged product issue occurred they developed symptoms of ¿tired and dizzy.¿ in response to these symptoms, at 1:40am on (B)(6) 2016 they self-treated by consuming additional food and/or drink. At the time of troubleshooting the cca noted that the calculated difference of the glucose results obtained exceeds lifescan¿s criteria for accuracy. The unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged glucose results exceed lfs¿s criteria for accuracy.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.